Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly tortuous, heavily calcified, distal right coronary artery procedure, during advancement the 3.0 x 15 mm xience v failed to cross the lesion due to the patients anatomy and the proximal end of the shaft separated. Another unspecified device was used to successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.